Event description:
It was reported that the devices were used during a laparoscopic assisted hysterectomy procedure. The seals were leaking. Another device was used to complete the case. There was no adverse consequence to the pt. Devices were discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval.